Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and were found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the hospital wearable defibrillator. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest and hwd, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The zoll detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated one time by the lifevest. CPR and motion artifact contributed to the false detection. The patient then received an appropriate treatment from the lifevest during vf. The post-shock rhythm was sinus tachycardia at 100 bpm with pvc and nsvt. The response buttons were not pressed during the event.